Event description:
It was reported via phone call that the insulin pump's screen was scratched and difficult to read. Customer also reported frequent battery changes with the insulin pump. It was also found the insulin pump would reject new batteries. The customer also reported unexplained no delivery alerts on the insulin pump. Customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.